Event description:
According to the available information the label indicates a 10 ml balloon size when the provided IFU and website indicates it is 15 ml.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.